Event description:
A male was considered not suitable for endovascular therapy, but underwent endovascular repair with zenith devices in 2009. The procedure went as labeled. A main body, a left iliac leg, and converter were deployed and fem-fem bypass was performed. Final angiography revealed a type iii endoleak from the area where the converter was placed. The physician ballooned the leaking area with an occlusion balloon catheter, but the endoleak was not completely resolved. The physician then suspected that the leak was due to the graft itself and placed a main body extension at the proximal portion of the converter. The endoleak persisted, but it was lessened and the physician thought it would resolve after neutralization of the heparin. The physician decided to wait-and-see approach and completed the procedure. As at time of report, confirmatory angiography CT confirmed the endoleak was resolved. The physician commented. "Performing the fem-fem bypass was not planned at first, but the tortuous of the right iliac artery due to synechia could not be straightened, so the physician decided to approach from the left iliac artery and perform the fem-fem bypass. There is a possibility that the main body and the converter were not sealed enough." Pt has recovered.

Manufacturer narrative:
Event eval: still under investigation.